Event description:
It was reported that patient experienced an infection an unknown location. As a result, surgical intervention was undertaken wherein the entire system was explanted on an unknown date to address the issue. The patient was also administered antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.